Event description:
A customer reported via webform that a ¿check sensor¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor pack (B)(6) has been returned and investigated. Visual inspection was performed on the sensor pack and no damage was observed. Lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Visual inspection has been performed on the sensor plug assembly, deformed snap was observed. This causes poor connection between the rubber contacts and pcb(printed circuit board) contacts, which may cause the sensor plug to be unable to form a proper seal. An extended investigation has been performed. Upon receipt of the returned sensor, visual inspection was performed using the keyence digital microscope (eq5021). Improper user assembly of the sensor applicator to the sensor container. The plug did not fully engage with the puck; each plug was designed with three snaps to engage with corresponding recesses in the puck. In this case, 1 snap was not engaged. This incomplete engagement prevented the sensor connector from contacting the sensor puck, resulting in no glucose signal post-insertion. A loose sharp was observed. Plug retain features were undeformed, and the container lid remained attached, indicating no mechanical interference or external damage by the user. However, these findings suggest the failure was due to user error, not a product defect. The scan data from phase 1 was reviewed: sensor was in state 1 (storage state). Event code 2 (failed insertion) was recorded. This data supports the visual inspection findings and confirms the sensor was not successfully deployed. Functional testing was deemed unnecessary, as the root cause was clearly identified through visual inspection and data review. No additional testing was required to confirm the failure mode. The complaint was deemed not confirmed. No mechanical defects were identified in the returned units. All components were capable of proper assembly. The failure is attributed to user error, specifically: incomplete insertion of the applicator into the container. Container lid remained attached during attempted use. Therefore, this issue is not confirmed due to user error - an incorrect product assembly. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check sensor¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.